Event description:
It was reported that the wire was frayed. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the wire was frayed at the proximal transition point. A new filterwire was opened but it could not cross the lesion. The procedure was completed without replacing the device. No patient complications were reported.